Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of inflammation, pain and thrombosis are listed in the prostyle instructions for use, as known adverse events associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported patient effects and the relationship to the device, if any; however, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6), 2022, a venotomy closure of two access sites of the common femoral vein was done with two prostyle devices (one at each site) after an interventional ablation procedure using an 8.5f and an 8f sheath. Hemostasis was achieved with the sutures of the devices; however, on (B)(6) 2022, the patient felt uncomfortable sensation at both access sites. The patient saw the physician on (B)(6), 2022, at this time the foot was swollen. An echo was taken, and it was confirmed there was blood flow at the distal vessel; however, new thrombus was found. The swollenness and thrombus were treated with medication. The patient has been followed-up as an out-patient. No additional information was provided.